Event description:
It was reported that the scale was inaccurate and would not calibrate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved for the customer by replacing the load cell.

Event description:
It was reported that the scale was inaccurate and would not calibrate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.